Manufacturer narrative:
It was reported that during use, the machine of usnf-0024 suddenly gave an alarm "ventilator failure, check apl valve", and the machine was unable to operate normally. Upon inspection, an error code was found reporting "v044, v041". No patient injury. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible. All alarms, possible causes and remedies as well are described in the instructions for use. As the repair has not be completed and the part was not returned for further investigation, it is not confirmed the root cuase. Once the part was returned , the investigation will be updated accordingly.

Event description:
It was reported that the machine suddenly gave an alarm "ventilator failure, check apl valve" during usage, and the machine was unable to operate normally.no health consequences have reportedly occurred.

Manufacturer narrative:
It was reported that during use, the machine of usnf-0024 suddenly gave an alarm "ventilator failure, check apl valve", and the machine was unable to operate normally. Upon inspection, an error code was found reporting "v044, v041". No patient injury. Motor defect will affect automatic ventilation. And ventilator fail alarm will be generating the appropriate way. Doctor can switch ventilation mode to man/spont (safety mode), so that there will be no injury to the patient. Upon further investigation on the sample returned, it could confirmed that the carbon brush was abnormal wearied. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the machine suddenly gave an alarm "ventilator failure, check apl valve" during usage, and the machine was unable to operate normally. No health consequences have reportedly occurred.

Event description:
It was reported that the machine suddenly gave an alarm "ventilator failure, check apl valve" during usage, and the machine was unable to operate normally. No health consequences have reportedly occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.